Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was seen on the right atrial (ra) lead. The lead was reprogrammed. The right ventricular (rv) lead was noted with externalized conductor under fluoroscopy. No intervention was made to the rv lead since there were no issues seen electrically through the device. The ra lead was capped on (B)(6) 2018. The patient was stable after the procedure.